Manufacturer narrative:
Event site postal code -(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was not able to be advanced to the proper position. It was noted that another manufacturer's sheath had been used to insert the iab. The iab was replaced with a new one and therapy was provided. There was no patient harm or adverse event reported.